Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tachycardia. It was further reported that the right ventricular (rv) lead exhibited elevated short ventricle-ventricle (v-v) intervals. It was also reported that atrial events were falling into the implantable pulse generator (ipg) refractory with elevated ventricular pacing. The rv lead and ipg remain in use. No further patient complications have been reported as a result of this event.